Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth in ada site 10, the clinician placed an dental implant which did not obtain primary stability. Patient presented with type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth in ada site 10, the clinician placed an dental implant which did not obtain primary stability. Patient presented with type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.